Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set). The patient was connected at the time of the alarm. This occurred during the initial drain of peritoneal dialysis therapy. During troubleshooting it was found there was a loose connection. The patient was to start over with new supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. However, a loose connection is a known cause of the reported alarm. The cause of loose connection could not be determined. Should additional relevant information become available, a follow up report will be submitted.